Event description:
It was reported that the patient had a sore throat and it was believed to be due to the vns. The patient was seen by the physician and diagnostics revealed that the lead impedance was high. The patient was referred for full vns replacement surgery. Follow up with the company representative revealed that the patient's mother wished to have the vns explanted rather than replaced due to the sore throat and the belief that the vns did nothing for the patient. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.